Event description:
It was reported that event review from a scheduled transmission identified oversensing on the right ventricular (rv) lead during an atrial tachycardia response (atr) episode. Heart rate histograms suggest oversensing may be occurring on other occasions. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.